Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the conical dissection tip on the vasoview 7xb endoscopic vessel harvesting system broke into pieces inside the pt's leg. The pieces were retrieved through the original incision with no other pt effects reported. A new kit was used to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received with the conical tip detached. The tip formed a complete assembly. There was some adhesive visible on the connecting surfaces. There was some evidence of blood. Based upon the visual observations, the reported complaint for "conical tip broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).